Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to patient did not want the ipg anymore. No device malfunction was suspected. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The ipg exhibited normal device characteristics. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the leads passed photographic imaging test performed. The damage to the leads was consistent with damages done during the explant procedure and were not considered a failure.

Event description:
A report was received that the patient will undergo an explant procedure due to scs system failure.

Event description:
A report was received that the patient will undergo an explant procedure due to scs system failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.